Event description:
The guest said the pink rubber pieces came off the toothbrushes after about 4 or 5 uses. She said it fell off in her mouth and it could have been a choking hazard but she was able to spit it out.